Manufacturer narrative:
Evaluation completed.

Event description:
It was reported that the doctor had increased the patient's sedation and then made ventilator setting changes due to the increase in sedation. The doctor noticed that the ventilator began delivering lower volumes. The doctor removed the patient from the ventilator and started manual ventilation. The respiratory therapist (rt) suctioned the patient for no secretions and placed the patient back on the ventilator. The ventilator then began to read 100% leak with low volumes. The rt attempted to troubleshoot the circuit, wires, and the ventilator, but there was no change in leak or volume. The patient was placed on another ventilator. There was no reported harm to the patient. The failure investigation determined that the logs analysis and evaluation of the reported device indicated that the ventilator had no malfunction or defect. Nkom suspects that there was a true leak somewhere in the circuit system that was not obvious to the clinicians at the time of the event.